Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) no longer inflates.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: e1 event site name and address, b5, b6, b7, d10, h6 health effect ¿ clinical code, health impact code. A getinge field service engineer (fse) checked and found an issue with the vacuum membrane on the compressor. The customer was provided a quote for this repair but no information about the repair as well as safety/functional tests was made available. Multiple gfes were asked to get a better understanding of this complaint if more information becomes available the record will be updated. During preventative maintenance the 2500 kit was replaced due to an error to the vacuum membrane on the compressor.

Event description:
The cs300 intra-aortic balloon pump (iabp) no longer inflates. The customer detected an a poor vacuum during routine check.

Event description:
It was reported by customer during routine check, detected an a poor vacuum, the cs300 intra-aortic balloon pump (iabp) no longer inflates. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11 corrected field - b5, d10.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field: e1 (event site name) due to character limit in block e1 full event site name: (B)(6).

Event description:
N/a.